Manufacturer narrative:
A ge representative evaluated the system and reseated several circuit boards. System operates as intended.

Event description:
Customer reported the system displayed a black screen during fluoro, and communication failed between c-arm and workstation. No patient injury was reported.